Event description:
It was reported that the PICC placed in right arm in anticubital by oncology nurse in 2006. PICC repaired due to leaking by nurse. PICC became disconnected and migrated to heart of patient. Hub of PICC and dressing still in place.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.